Event description:
The breast implants had made me very ill. Severe fatigue, rashes, auto immune issues, vertigo, dizzy spells, itching skin, stomach issues, neck and back pain, severe depression and suicidal thoughts, vision problems, headaches, nausea, chronic inflammation. I can't even list here how many tests I've had done. Too many. FDA safety report ID# (B)(4).